Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope had a defective air water supply intake and had a cloudy lens. The issue occurred during reprocessing. The device was returned for evaluation and during the evaluation the following reportable malfunction was found on (B)(6), 2023: there was foreign material in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: foreign material in the nozzle. The other issues found were: low air water supply at the tip was reproduced, drainage failure at the tip nozzle, forceps channel had perforation in the insertion section, insertion section bending rubber adhesion was chipped and cloudy, the operation unit switch 1 had a rubber scratch, the universal code operation unit side connector was bad, the tip cover was burnt. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer confirmed they cleaned, disinfected, and sterilized the product before sending it to olympus. It¿s unknown if there was a delay in the start of precleaning. It¿s unknown if there were any abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air. It is unknown is the device was presoaked in the detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified and the root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.